Event description:
The customer stated they broke pinch valve 37 on the coulter hmx hematology analyzer w/ autoloader and the wbc bath was leaking cleanse during shutdown. The volume of the leak was not reported and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found the pinch valve 37 was broken , so he replaced pv37 including the spacers and the tubing through pv37. The fse also cleaned the wbc bath and aperture housing and replaced the o rings to resolve the leak reported. The fse also adjusted the hemoglobin lamp as incidental service. (B)(4).